Event description:
It was reported to boston scientific corp on april 22, 2009, that a stonetome stone removal device was used during an endoscopic sphincterotomy. According to the complainant, when trying to cut the target site, the physician noticed that the cutting wire was broken off. The procedure was completed with a different device. There were no pt complication reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.